Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4574 implantable pacing lead (B)(6) 2012; 4074 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant, the left ventricular (lv) lead was not capturing. It was also reported that fluoroscopy revealed lv lead dislodgement. The lead was explanted and replaced. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.